Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 concurrently with abdominal sacrocolpopexy, halban¿s culdoplasty and hysterectomy, and mesh was implanted due to symptomatic pop. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent concurrent cystourethroscopy procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.